Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the his bundle lead had intermitted high impedance and an increase in pacing threshold. It was noted there was lead displacement. The lead remains in use. No patient complications have been reported as a result of this event.